Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture with intracapsular silicone diffusion, capsular contracture baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported right side rupture with intracapsular silicone diffusion, capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d.2a, d2b, d3, d4, g1, g4.